Manufacturer narrative:
This report is submitted on behalf of the manufacturer and the importer. No leak from the anastomotic area was detected during re-operation. This event is still reported to FDA in an abundance of caution. No corrective or remedial actions were taken due to the following: no leak from the anastomotic area was observed during re-operation and the ring was found to be in its position. The production history file of the device was reviewed and found to be in order and the ring was found to be released according to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. In this case, the patient was obese, which is a risk factor for anastomotic leak.

Event description:
The patient had a laparoscopic operation for recurring diverticulitis. The anastomosis was created with the car device. The patient was experiencing pain and then fever on day 4 post surgery. Pain medications were prescribed and the patient was instructed to return to the ER if the pain is getting worse. The patient re-admitted, and CT scan showed fluid around the spleen and detected radiographic leak. No leak could be detected around the anastomosis during re-operation and the ring was found in place. Abdominal abscess was drained the following month.